Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The heater wire was flexed away from the hot jaw and remained attached. Based on the condition of the device as returned, the reported complaint was confirmed. The device history record was reviewed. A final inspection and functional test was performed on each device from the reported product lot. Each device is subject to an inspection of the heater wire for damage under microscopy. The records show the device passed final inspection and met all required specifications. A fir will nt be issued at this time because there was no evidence that a manufacturing defect could have caused or contributed to the reported event was discovered during the investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number trackwise #(B)(4). Autonumber (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The heater wire was flexed away from the hot jaw and remained attached. Based on the condition of the device was returned, the reported complaint was confirmed for "bent; wire". The device history record was reviewed. Final inspection and functional test was performed on each device from the reported product lot. Each device is subject to an inspection of the heater wire for damage using microscopy. The records show the device passed final inspection and met all required specifications. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five repetitions using "max life test method". The device activated and transected tissue five times with no cautery failure observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. The reported failure mode "failure to delivery energy/cautery failure" was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using the vasoview hemopro device, there was a malfunction of the cautery. While the physician was using device, wire came out. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).